Event description:
Potential for injury associated with an m91 consumer power chair where the joystick wire came out of the joystick. This issue could affect the functionality of the chair and cause erratic/unintended movement which could injure a user or leave a user stranded.